Manufacturer narrative:
The forceps were plugged into a force fx generator and the generator instantly activated without the tines being closed. The device has been forwarded to the contract manufacturer for further evaluation. When details about the nature of this event are available, a supplemental report will be filed.

Event description:
Procedure: unknown; reportedly, the unit failed to initiate flow of current when applied to tissue. When the device was received for evaluation, the insturment was tested on 12/01/2004 and self activated upon connection to an esu generator. At that time, this report was changed to a malfunction classification.